Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp) leading to the device being explanted. A few months later another surgical procedure was performed in which a new tactra device was implanted. No information was provided about the patient's outcome.